Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not boot up successfully, it got stuck at 00:00. Upon troubleshooting, fse found issue with power supply for flexvision pc. Review of the log file showed that voltage error on output 24v1. Malfunction can be confirmed, most likely cause is ¿power supply¿. Fse replaced the power supply and recommended to replace pc if its happens again. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.